Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional due to the dried blood. The lead passed electrical testing. No tissue was noted in the helix upon receipt at crm. Analysis did not identify any lead characteristics that would have contributed to the observed dislodgement and loss of capture.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged which resulted in loss of capture. The physician indicated that the cause of dislodgement may be due to weight of breast tissue pulling on the lead. Subsequently, a revision procedure was scheduled and the rv lead was successfully explanted and replaced. Additionally, it was noted that there was tissue in growth in the helix of the lead. No additional adverse patient effects were reported.